Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis and no anomalies were found. It was also noted that blood/body fluid was observed on the proximal conductor (not obstructed). Blood was observed in/on the helix mechanism. The inner insulation was kinked/buckled and the outer insulation was breached/cut. There was a tip seal observation. The tip electrode had a damaged guide tooth. The lead was stretched and there was apparent explant damage.

Event description:
It was reported that there was a cardiac perforation with the lead and high thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.